Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing an evaluation on the device, it was identified by an authorized bench technician that the unit failed operational testing. There was no patient involvement.